Event description:
A patient's cardiac rhythm changed from a sinus rhythm in the 80's down to the 40's, and the blood pressure increased to 200's/100's. The patient was observed and all drips were checked; pump c on the IV pump had failed. The screen said pump failure and it had apparently gave the patient a bolus of levophed. The tubing was pulled out and another pump was used. The patient's heart rate and blood pressure returned to normal after a few minutes.